Manufacturer narrative:
Customer was sent a replacement purely yours motor base on 06/05/2014 and was asked to return original motor base to ameda, inc. For evaluation. A (B)(6) return label was provided for product return. 3 phone calls were made to the customer requesting return of the product. As of this date, product has not been returned to ameda, inc. For evaluation. A supplemental report will be filed if product is returned.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On 06/05/2014 to report the purely yours breast pump she uses does not drain her breasts well of milk and leaves them very full. Customer states a diagnosis of mastitis during the time of pumping with the purely yours pump for 48 hour periods when working and away from her baby. She reports a drop of suction when the diaphragms stick and do not release. She reports a decrease in milk output due to low suction leading to a breast infection.